Event description:
It was reported that a catheter hole occurred. A 1.25mm rotapro was selected for use. During preparation, it was noted that there was slight smoke development. Afterwards, the catheter showed a small hole. The device was not used on the patient, and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.